Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump double beeped and failed to run. At the time the complaint was received, no death or serious injury was reported in connection with the incident.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "good" physical condition, however the screen was observed as being scratched. There was no evidence of the reported issue in the event history log. The device was started in application, but no problems were found with "double beeping". The complaint was not confirmed.